Manufacturer narrative:
The device was not made available for evaluation at this time. Should further information or the device become available, a follow-up report will be issued.

Event description:
Alleges the back half of the chair completely cracked off.

Manufacturer narrative:
The device was returned and evaluated. The evaluation concluded customer misuse. (B)(4).

Event description:
Alleges the back half of the chair completely cracked off.